Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line, which was not reproduced during evaluation. A review of the event history log identified air in line. The cause was determined to be a defective upstream sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported patient occlusion, which was not reproduced during evaluation. A review of the event history log identified patient occlusion. The cause was determined to be an out of calibrated specification range downstream sensor. The downstream force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line and patient occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.